Event description:
Information received indicates the head up and down functions are not working.

Manufacturer narrative:
The technician found the head up and down valves were sticking open. The technician replaced the valves to repair the bed.